Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during case observations of bariatric procedures, the surgeon identified the following issues that did not meet expectations: hemostasis observations/issues, jagged cut lines, inner row of staples too close to the cut line and one instance of missing staple on inner row. Additionally, 3rd-planing was observed by the surgeon; the staple lines didn't look straight. His biggest concern was third-planing that varied in direction both from one firing to another and within the same staple line. This caused him to question whether the staple lines were well-formed as a result of the increased bleeding. The bleeding observed was minimal and did not require intervention. Case completed with same device. There were no patient consequences reported.